Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, egms revealed the atrial lead exhibited noise; the noise could be reproduced with pocket/hands manipulation. The patient experienced multiple palpitations episodes. The lead was successfully capped and replaced. The patient was in stable condition post surgery.